Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out of range shock impedance (greater than 145 ohms). The related implantable cardioverter defibrillator (ICD) device is expected to be explanted in the near future, due to exhibiting code 1003 ( indicative of battery voltage too low for the projected remaining capacity). The physician advised additional lead testing will be done at that time. The device remains implanted. No adverse patient effects were reported. Additional information was received that during the device replacement procedure, a synchronized shock was delivered. Shock impedance decreased to normal ranges. The lead remains implanted. No additional adverse patient effects were reported, besides the synch shock and device replacement.